Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00056, 00057, 00058, 00059.

Event description:
It was reported that the pt had an 8x14cm piece of veritas collagen matrix and a tissue expander implanted in both the left and right breasts during bilateral breast reconstruction surgery on (B)(6) 2012. The veritas was soaked in a bacitracin solution for five (5) minutes prior to implant. The surgeon placed four (4) 10-flat jackson pratt drains with two (2) drains in each the right and left breasts; one (1) drain in a lateral position and one (1) drain under the muscle. The drains were removed on 02/22/2012, nine (9) days post-op. The tissue expanders were filled twice with a final volume of 320cc bilaterally. The pt started her first round of chemotherapy one (1) month post-op on (B)(6) 2012. On (B)(6) 2012, the pt presented with an infection in the right breast which was treated by hospitalizing the pt and administering two (2) different IV antibiotics, zosyn and vancomycin. On (B)(6) 2012, the pt was brought back for exploratory surgery of the right breast with incision and drainage of an abscess and removal of the tissue expander. During the surgery, it was reported that the veritas appeared mushy and an inflammatory rind was found to be around the tissue expander. There was no mention of the veritas being explanted. The pt is reported to be stable and receiving chemotherapy.